Manufacturer narrative:
The field service representative checked and adjusted the probes and ran performance testing which was acceptable. It was noted the customer was not using the mandatory sample rack tube adapters. The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue could not be identified. This event occurred in (B)(6).

Event description:
The initial reporter received questionable low elecsys ca 19-9 immunoassay results for three patient sample from the cobas e411 rack analyzer. Patient 1 initial result was <0.6 u/ml and the repeat result was 4.23 u/ml. Patient 2 initial result was 18.93 u/ml and the repeat results were 54.07 u/ml and 55.48 u/ml. This patient was a (B)(6) female. Patient 3 initial result was 972.4 u/ml and the repeat results were 2617 u/ml and 2607 u/ml. This patient was a (B)(6) male. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 347297 with an expiration date of 29-feb-2020.